Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed in the descending colon on (B)(6) 2018. According to the complainant, during the procedure, both clips were attempted to be deployed; however, the clips failed to release from the catheter. Reportedly, the first clip was released after a lot of jiggling. However, the second clip was unable to release from the catheter and had to be pulled off. The procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed in the descending colon on august 21, 2018. According to the complainant, during the procedure, both clips were attempted to be deployed; however, the clips failed to release from the catheter. Reportedly, the first clip was released after a lot of jiggling. However, the second clip was unable to release from the catheter and had to be pulled off. The procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10:  investigation results: a visual examination of the returned complaint device revealed a kink near its proximal end and the tabs of the capsule were locked. Functional evaluation was performed, and it was possible to perform the secondary activation and deployment. It was also noted that the yoke was slightly stuck in the bushing. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.